Manufacturer narrative:
The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. The lot history records of the reported lot number has been reviewed and no quality issues were noted note: per the onyx IFU (instructions for use): difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time, angioarchitecture, vasospasm, reflux and/or injection time. In addition, do not allow more than 1 cm of onyx les to reflux back over catheter tip. (B)(4).

Event description:
The following report was received by (medtronic covidien): during treatment of dural arteriovenous fistula, with onyx, a competitor's dmso-compatible flow directed microcatheter with detachable tip became entrapped. There was reflux beyond the tip detachment zone. Approximately 7 cm of the distal part of the catheter remained in the patient. The vessel was severely tortuous and there was vasospasm. There was force applied during removal but not more than usual under these circumstances. The pauses during injection lasted not more than 90 to 120 seconds. The patient was put on 75 mg of aspirin per day for 2 months. No other medical or surgical intervention was reported. Patient had no signs or symptoms.